Event description:
Note: this report pertains to one of two resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the clip would not properly deploy. The physician attempted to open and close the handle but was unsuccesful. Another of the same device was opened and the same problem occured. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not properly deploy.